Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 85% battery life. There was no impact to the customers blood glucose level, due to the reported issue. During troubleshooting with tandem technical support, review of pump data revealed that the pump battery gauge dropped from 85% to 5% within 3 hours and shut off unexpectedly. It was indicated that the customer will continue to use the pump for insulin therapy and revert to manual injections if necessary. In addition, the customer reported a blood glucose level (bg) of 40 mg/dl. However, the customer stated (bg) level is normal and is not related to the pump or supplies. The customer declined to troubleshoot (bg) level.